Manufacturer narrative:
Medwatch report (B)(4) was received 19sep2024. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
User facility medwatch # (B)(4) received that states, this patient had a history of significant ischemic cardiomyopathy following implant with the lvad on (B)(6) 2022. The patient also had a history of obstructive sleep apnea (osa) on bilevel positive airway pressure (bipap), squamous cell carcinoma on the forehead, major depressive disorder, traumatic fall with a subarachnoid hemorrhage, seizures, and coagulase-negative staphylococci (cons) bacteremia, which was prior to the lvad implant. On (B)(6) 2024 the patient presented to the emergency department with multiple low flow alarms, which started around midnight with flows ranging between 2.3-2.4 l/min. A recent computed tomography angiography (cta) was read with concern for interval increase in size and extension of a known left ventricular assist device (lvad) outflow cannula narrowing. The patient was then moved to the cardiovascular intensive care unit (cvicu) status post percutaneous stenting of the outflow graft. Following the stent, the flows improved to 4.1 l/min and the patient remained stable. The patient was on 325 mg of aspirin and warfarin with international normalized ratio (inr) goal of 1.2-2. The patient was planned to transfer to the floor.

Event description:
The patient was discharged home (B)(6) 2024 and was to be monitored outpatient on ongoing basis as continued plan of care. It was noted the low flow alarms resolved following the stent procedure. Log files were sent for review after the outflow graft stenting to compare to previous. The log file showed flow values have improved since the stenting.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the infection was able to be ruled out regarding the opacities seen on the left ventricle.

Manufacturer narrative:
Section b3: event date corrected. Manufacturer's investigation conclusion: the report of an extrinsic outflow graft obstruction (eogo) was unable to be confirmed through this evaluation as no images were submitted for review by the account and the device remains in use. Review of the submitted log files confirmed low flow alarms which were noted to resolve following stenting of the outflow graft. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of an enlarged left ventricle could not be conclusively established. The submitted controller event and periodic log files collectively contained events from (B)(6) 2024. Flow was captured trending downwards over time since (B)(6) 2024. Transient low flow hazard alarms were then intermittently captured on (B)(6) 2024 with flow ranging from 2.3-2.4 lpm. Following this timeframe, flow recovered, and the low flow alarms resolved, consistent with the reported flow improvement after the outflow graft stent procedure. Flow then trended flat over time. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Additionally, section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had known outflow graft narrowing, which began (B)(6) 2023. The computed tomography angiography (cta) on (B)(6) 2023 indicated near occlusive thrombus within the outflow cannula of the left ventricular assist device (lvad). The narrowing had worsened based on a recent CT scan on (B)(6) 2024. The CT scan showed that the outflow cannula of the lvad showed hypodense material, from the proximal to mid/distal segments with severe luminal narrowing, with interval increase in size and extension compared to prior exam. The morphology favored to accumulation of coagulated hematic material between the inner and outer gore-tex coaxial grafts; less likely, partial luminal thrombosis could have been considered. The inflow cannula was towards the lateral wall of the left ventricle. The CT also showed left ventricle enlargement and nonspecific bilateral patchy groundglass opacities, from which infectious/inflammatory etiology could not be ruled out. Correlate with respiratory symptoms. On (B)(6) 2024 the patient experienced incessant low flow alarms starting at midnight, with the lowest reported flow at 2.3l. The patient had 1l of fluid intake from 1200-0300, with no improvement in flows. The patient had also attempted position changes. The patients mean arterial pressure (map) was low at 58 and had improved to 70's. The patient was asymptomatic. The patient went to the emergency department with flows at 2.6l. Log files were sent for review. The log file captured intermittent low flow alarms on (B)(6) 2024. The estimated flows were averaging from 2.2 to 2.4 lpm and pi was averaging from 3.5 to 4.3 during the events. It was noted that this pattern has been associated with the potential for an obstruction in the ventricular asist device (vad) circuit. A stent was placed in the outflow graft with interventional cardiology on (B)(6) 2024. Another CT was taken on (B)(6) 2024 post stent, which showed patent lvad system status post stent placement within the outflow circuit appeared widely patent without thrombus. It was noted as significantly improved from previous scan dated (B)(6) 2023. The patient was discharged home with outpatient treatment. The onset of the outflow graft narrowing and thrombus is covered under MFR. #2916596-2024-03353.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.